Manufacturer narrative:
The valve remains implanted in the patient and is not available for evaluation. Despite multiple requests, no intra-procedural imagery was returned for evaluation. Photographs of a different sapien 3 valve were provided by the field clinical specialist (fcs); these photographs are not of the valve that was implanted for this case. The fcs provided these photographs as examples, to show the reported unevenness of a pvl skirt. Review of the returned photographs revealed the following: the first photo image quality was poor. The pvl skirt on the valve appeared to be unevenly wrapped around the frame with one side more puffy that the other (flat side). This could be due to the angulation while taking the photo. No side view photos of the ¿flat side¿ of the valve were provided. A direct comparison could not be performed. The pvl skirt appears to be normal based on the side view images received. There was no side view image of the flat side for direct comparison, therefore no conclusion could be made. During manufacturing, prior to joining the pvl skirt, laser cut skirt components are 100% visually inspected for abnormal/fray edge and 100% dimensionally inspected. The pvl skirt 100% inspected attachment to the frame, the valve assembly is 100% visually inspected. These inspections are repeated before valve holder attachment. Since no photograph was returned for the implanted valve, engineering was unable to confirm the complaint of ¿skirt, cloth ¿ damaged¿. Furthermore, without the return of the device, additional visual inspection could not be performed, and therefore the possibility of a manufacturing non-conformance contributing to the reported event could not be assessed. However, a review of the device history record (DHR), lot history, complaint history and manufacturing procedures did not reveal any indication that a manufacturing non-conformance contributed to the complaint. There is insufficient information to determine the root cause at this time. Per IFU, a paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Since no intra-procedural imagery was provided for evaluation, the complaint for ¿valve ¿ regurgitation ¿ pv leak¿ was unable to be confirmed. No manufacturing non-conformance was identified during this evaluation. Review of the DHR, lot history, complaint history and manufacturing procedures also did not reveal a manufacturing non-conformance as a source of the complaint. As reported, patient had a calcified sinotubular junction (stj). In this case, the presence of the calcification may have affected the thv deployment characteristics, reducing the foreshortening of the thv. Incomplete thv expansion can create a gap between thv and annulus, which could compromise the sealing between the valve and target site, and lead to pvl. Similarly, the thv may have moved toward the ventricle during thv deployment due to the calcified stj, leading to improper sealing of the pvl skirt, and subsequently pvl leakage. It was also noted that the patient¿s native annulus size was borderline for a 23mm and 26mm valve. As such, patient factors and improper valve sizing may have contributed to the reported event. No manufacturing non-conformances were identified during this evaluation. The instructions for use (IFU) and training manuals were reviewed and no inadequacies were identified. A complaint history review for sapien 3 (all sizes) from january 2017 to december 2017 for revealed no other returned complaints related to the unevenness wrapping of the pvl skirt and pvl. A review of the complaint history was performed and the occurrence rates did not exceed the december 2017 control limits for the applicable trend categories. No corrective or preventative action is required at this time.

Manufacturer narrative:
Thv/tvt registry. (B)(4). It is unknown if a relationship exists between the perceived unevenness of the puckering of the skirt and the pvl observed after deployment. Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs), the patient had a borderline aortic annulus area for a 23mm/26mm sapien 3 valve by CT. It was decided to implant the smaller valve size because of a calcified sinotubular junction (stj). Post deployment the 3mm sapien 3 valve had moderate-severe paravalvular leak (pvl). The pvl was resolved with the implantation of a second 23mm s3 valve. The pvl was initially attributed to the borderline size; however, later communication with the fcs concluded that the outer skirt appeared to be ¿uneven¿ in some areas during device prep.